Manufacturer narrative:
A product deficiency was not reported or found. The customer was provided with the sds.

Event description:
The customer reported a patient using the binaxnow covid-19 ag test extraction reagent in both eyes, mistaking the vial for eye drops. The patient flushed their eyes with eye wash and saline. The patient reported experiencing slight irritation, burning, and blurry vision. The patient was sent for a follow-up with a doctor. No further information was provided. According to the package insert in195000 v1.0: 21. The extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture. Although the volume is too low to likely cause serious adverse events, due to the ingredients of the reagent and the sensitive nature of the eye, there is moderate risk of serious injury to the eye. Therefore, the incident shall be considered reportable.